Manufacturer narrative:
This is one of three products involved with this adverse event, which is associated with mfg reports # 9610978-2009-00275, & 1016427-2009-00257. Additional info will be submitted within 30 days of receipt.

Event description:
The complaint received states that during an interventional procedure, one palmaz genesis on opta pro sds had tracking difficulty and dislodged in pt, a second palmaz genesis on opta pro was dislodged in the pt and an sv 5 wire had withdrawal difficulty and was fractured/separated in the pt. The target lesions were right and left iliac arteries. There are no vessel/lesion characteristics available. One stent was successfully deployed in each side (left and right); however, the right iliac lesion needed two more stents to completely cover the target site. The 3rd stent on sds (first complaint device) was introduced into the lesion without difficulty; the device was left in place in an undeployed state. Then a 4th stent was introduced (second complaint device) but this device had tracking difficulty. The physician continued to attempt to deliver the stent to the lesion without success. The decision was made to remove the second stent, but the stent dislodged from the sds in the pt during the withdrawal. An sv 5 wire was introduced in the attempt to wire the dislodged stent. An unk balloon was advanced to attempt to trap the stent but could not be tracked into the stent. At this time, the physician decided to snare the dislodged stent and attempted to remove the sv5 wire, it was noted that the wire was stuck on the dislodged stent. The wire and dislodged stent were drawn back to the tip of the interventional sheath, an attempt to remove the sheath, wire and stent out as a unit. The sv5 wire fractured and separated, leaving the stent and part of the wire in the pt. Pressure was held on the access site and surgical consultation was done. The physician decided to abort the interventional procedure and attempted to withdraw the 3rd undeployed stent. This stent also dislodged from the sds. Attempts were made to cannulize the stent for removal but were unsuccessful. Bilateral cut down was performed with successful removal of the two stents and separated wire portion.